Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device: unknown location'), vaginal haemorrhage ('abnormal bleeding (vaginal)'), menorrhagia ('abnormal bleeding (menorrhagia)') and genital haemorrhage ('gen abnormal bleed') in a (B)(6) year-old female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine fibroids. Concurrent conditions included thyroid disorder, menses irregular, spotting vaginal, uterine bleeding, vulval lesion, night sweats, hot flashes, midcycle bleeding, endometriosis, adenomyosis, paratubal cyst, uterine leiomyoma, thromboangiitis obliterans, panic attack, heart racing, vaginal discharge abnormality, pelvic discomfort, stomach pain and nausea. Concomitant products included alprazolam (xanax) from (B)(6) 2016 to (B)(6) 2017, cefazolin from (B)(6) 2016, heparin from (B)(6) 2016, ibuprofen from (B)(6) 2016, levofloxacin (levaquin) from (B)(6) 2007 to (B)(6) 2016, levothyroxine sodium (synthroid) since (B)(6) 2005, medroxyprogesterone acetate (depoprovera), nsaids since (B)(6) 2006, paracetamol (acetaminophen) since (B)(6) 2006, phentermine (adipex) from (B)(6) 2005 to (B)(6) 2016 and vitamins nos (multivitamins) from (B)(6) 2015 to (B)(6) 2017. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("physical pain / pelvic area"), migraine ("migraines / headaches"), nausea ("nausea") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2006, the patient experienced anxiety ("psychological or psychiatric problems: anxiety, mental anguish") and depression ("psychological or psychiatric problems: depression"). On (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 9 years 10 months after insertion of essure (ess205). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). The patient was treated with surgery (ablation and hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the device dislocation was resolving, the vaginal haemorrhage, menorrhagia, anxiety, depression, migraine, nausea and dysmenorrhoea outcome was unknown and the genital haemorrhage, pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain, anxiety, depression, device dislocation, dysmenorrhoea, genital haemorrhage, menorrhagia, migraine, nausea, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: right- 15 trailing coils were noted left- 5 trailing coils were noted. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2006: essure device was successfully occluded. Ultrasound scan - on (B)(6) 2009: uterus appears to be a septate uterus. Rt endometrium has fluid within and calcified ant .93. Lt septate also has fluid within and come calcification ant wall 1.13. Fibroid seen close to lining. On (B)(6) 2013: multiple fibroids seen approx 5 measuring 19mm to 43 mm in size. Bilateral essure coils seen in place. Hard to see endometrium due to ablation. Concerning the injuries reported in this case, the following ones in patient¿s medical record; confirming - dysmenorrhea, menorrhagia, pelvic pain, vaginal hemorrhage, genital hemorrhage, anxiety, migraine. Most recent follow-up information incorporated above includes: on 04-sep-2019: pfs and mr received. Reporter information updated. Lot number added. Case is incident. New events: migration of essure device: unknown location, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), gen abnormal bleed, anxiety, mental anguish, depression, migraines / headaches, nausea, dysmenorrhea (cramping), abdominal pain were added. Medical history, concomitant drugs, lab data were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device: unknown location'), vaginal haemorrhage ('abnormal bleeding (vaginal)') and menorrhagia ('abnormal bleeding (menorrhagia)') in a 41-year-old female patient who had essure (ess205) (batch no. 599799-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine fibroids. Concurrent conditions included thyroid disorder, menses irregular, spotting vaginal, uterine bleeding, vulval lesion, night sweats, hot flashes, midcycle bleeding, endometriosis, adenomyosis, paratubal cyst, uterine leiomyoma, thromboangiitis obliterans, panic attack, heart racing, vaginal discharge abnormality, pelvic discomfort, stomach pain and nausea. Concomitant products included alprazolam (xanax) from (B)(6) 2016 to (B)(6) 2017, cefazolin from (B)(6) 2016 to (B)(6) 2016, heparin from (B)(6) 2016 to (B)(6) 2016, ibuprofen from (B)(6) 2016 to (B)(6) 2016, levofloxacin (levaquin) from (B)(6) 2007 to (B)(6) 2016, levothyroxine sodium (synthroid) since (B)(6) 2005, medroxyprogesterone acetate (depoprovera), nsaids since (B)(6) 2006, paracetamol (acetaminophen) since (B)(6) 2006, phentermine (adipex) from (B)(6) 2005 to (B)(6) 2016 and vitamins nos (multivitamins) from (B)(6) 2015 to (B)(6) 2017. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("physical pain/ pelvic area"), migraine ("migraines/headaches"), nausea ("nausea") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2006, the patient experienced anxiety ("psychological or psychiatric problems: anxiety, mental anguish") and depression ("psychological or psychiatric problems: depression"). On (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 9 years 10 months after insertion of essure (ess205). On an unknown date, the patient experienced genital haemorrhage ("gen abnormal bleed") and abdominal pain ("abdominal pain"). The patient was treated with surgery (ablation and hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the device dislocation was resolving, the vaginal haemorrhage, menorrhagia, genital haemorrhage, pelvic pain and abdominal pain had resolved and the anxiety, depression, migraine, nausea and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, anxiety, depression, device dislocation, dysmenorrhoea, genital haemorrhage, menorrhagia, migraine, nausea, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: right- 15 trailing coils were noted left- 5 trailing coils were noted patient received treatment for:pain , bleeding,, migration. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2006: essure device was successfully occluded. Ultrasound scan - on (B)(6) 2009: uterus appears to be a septate uterus. Rt endometrium has fluid within and calcified ant .93. Lt septate also has fluid within and come calcification ant wall 1.13. Fibroid seen close to lining.; on (B)(6) 2013: multiple fibroids seen approx 5 measuring 19mm to 43mm in size. Bilateral essure coils seen in place. Hard to see endometrium due to ablation. Concerning the injuries reported in this case, the following ones in patient¿s medical record; confirming- dysmenorrhea, menorrhagia, pelvic pain, vaginal hemorrhage, genital hemorrhage, anxiety, migraine. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received. Reporter's information added. Event outcome were updated to recovered: bleeding. Seriousness criteria removed for genital hemorrhage. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device: unknown location'), vaginal haemorrhage ('abnormal bleeding (vaginal)') and menorrhagia ('abnormal bleeding (menorrhagia)') in a 41-year-old female patient who had essure (ess205) (batch no. 599799-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine fibroids. Concurrent conditions included thyroid disorder, menses irregular, spotting vaginal, uterine bleeding, vulval lesion, night sweats, hot flashes, midcycle bleeding, endometriosis, adenomyosis, paratubal cyst, uterine leiomyoma, thromboangiitis obliterans, panic attack, heart racing, vaginal discharge abnormality, pelvic discomfort, stomach pain and nausea. Concomitant products included alprazolam (xanax) from (B)(6) 2016 to (B)(6) 2017, cefazolin from (B)(6) 2016, heparin from (B)(6) 2016, ibuprofen from (B)(6) 2016, levofloxacin (levaquin) from (B)(6) 2007 to (B)(6) 2016, levothyroxine sodium (synthroid) since (B)(6) 2005, medroxyprogesterone acetate (depoprovera), nsaids since (B)(6) 2006, paracetamol (acetaminophen) since (B)(6) 2006, phentermine (adipex) from (B)(6) 2005 to (B)(6) 2016 and vitamins nos (multivitamins) from (B)(6) 2015 to (B)(6) 2017. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("physical pain/ pelvic area"), migraine ("migraines/headaches"), nausea ("nausea") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2006, the patient experienced anxiety ("psychological or psychiatric problems: anxiety, mental anguish") and depression ("psychological or psychiatric problems: depression"). On (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 9 years 10 months after insertion of essure (ess205). On an unknown date, the patient experienced genital haemorrhage ("gen abnormal bleed") and abdominal pain ("abdominal pain"). The patient was treated with surgery (ablation and hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the device dislocation was resolving, the vaginal haemorrhage, menorrhagia, genital haemorrhage, pelvic pain and abdominal pain had resolved and the anxiety, depression, migraine, nausea and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, anxiety, depression, device dislocation, dysmenorrhoea, genital haemorrhage, menorrhagia, migraine, nausea, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: right- 15 trailing coils were noted. Left- 5 trailing coils were noted patient received treatment for: pain, bleeding, migration diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2006: essure device was successfully occluded. Ultrasound scan - on (B)(6) 2009: uterus appears to be a septate uterus. Rt endometrium has fluid within and calcified ant. .93. Lt septate also has fluid within and come calcification ant wall 1.13. Fibroid seen close to lining.; on (B)(6) 2013: multiple fibroids seen approx 5 measuring 19mm to 43mm in size. Bilateral essure coils seen in place. Hard to see endometrium due to ablation. This lot 599799 is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-jun-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device: unknown location'), vaginal haemorrhage ('abnormal bleeding (vaginal), menorrhagia ('abnormal bleeding (menorrhagia)') and genital haemorrhage ('gen abnormal bleed') in a 41-year-old female patient who had essure (ess205) (batch no. 599799-not valid) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine fibroids. Concurrent conditions included thyroid disorder, menses irregular, spotting vaginal, uterine bleeding, vulval lesion, night sweats, hot flashes, midcycle bleeding, endometriosis, adenomyosis, paratubal cyst, uterine leiomyoma, thromboangiitis obliterans, panic attack, heart racing, vaginal discharge abnormality, pelvic discomfort, stomach pain and nausea. Concomitant products included alprazolam (xanax) from (B)(6) 2016 to (B)(6) 2017, cefazolin from (B)(6) 2016 to (B)(6) 2016, heparin from (B)(6) 2016 to (B)(6) 2016, ibuprofen from (B)(6) 2016 to (B)(6) 2016, levofloxacin (levaquin) from (B)(6) 2007 to (B)(6) 2016, levothyroxine sodium (synthroid) since (B)(6) 2005, medroxyprogesterone acetate (depoprovera), nsaids since (B)(6) 2006, paracetamol (acetaminophen) since (B)(6) 2006, phentermine (adipex) from (B)(6) 2005 to (B)(6) 2016 and vitamins nos (multivitamins) from (B)(6) 2015 to (B)(6) 2017. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("physical pain/ pelvic area"), migraine ("migraines/headaches"), nausea ("nausea") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2006, the patient experienced anxiety ("psychological or psychiatric problems: anxiety, mental anguish") and depression ("psychological or psychiatric problems: depression"). On (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 9 years 10 months after insertion of essure (ess205). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). The patient was treated with surgery (ablation and hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the device dislocation was resolving, the vaginal haemorrhage, menorrhagia, anxiety, depression, migraine, nausea and dysmenorrhoea outcome was unknown and the genital haemorrhage, pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain, anxiety, depression, device dislocation, dysmenorrhoea, genital haemorrhage, menorrhagia, migraine, nausea, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: right- 15 trailing coils were noted. Left- 5 trailing coils were noted. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2006: essure device was successfully occluded. Ultrasound scan - on (B)(6) 2009: uterus appears to be a septate uterus. Rt endometrium has fluid within and calcified ant .93. Lt septate also has fluid within and come calcification ant wall 1.13. Fibroid seen close to lining.; on (B)(6) 2013: multiple fibroids seen approx 5 measuring 19mm to 43mm in size. Bilateral essure coils seen in place. Hard to see endometrium due to ablation. Concerning the injuries reported in this case, the following ones in patient¿s medical record; confirming- dysmenorrhea, menorrhagia, pelvic pain, vaginal hemorrhage, genital hemorrhage, anxiety, migraine. Most recent follow-up information incorporated above includes: on (B)(6) 2019: update of information (batch is not valid). Incident: no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.